Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("fragment floating around my body"), device dislocation ("fragment floating around my body") and genital haemorrhage ("hemorrhaged") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant, life threatening and intervention required), device dislocation (seriousness criteria medically significant, life threatening and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the device breakage, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation and genital haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of device breakage ("fragment floating around my body"), device dislocation ("fragment floating around my body") and genital haemorrhage ("hemorrhaged") in a 38-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant, life threatening and intervention required), device dislocation (seriousness criteria medically significant, life threatening and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). At the time of the report, the device breakage, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation and genital haemorrhage to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2018: quality safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.